Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: the axios electrocautery enhanced delivery system was received for analysis. Visual inspection found that the stent fully covered and undeployed. Functional inspection was performed by sliding the catheter lock to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position. The stent was deployed without any problems and no resistance was felt. Additionally, the monopolar plug was not returned as it was detached. No other damages were noted with the stent and delivery system. Product analysis did not confirm the reported events of a stent partially deployed as the stent was received fully covered and undeployed. There is no indication of what the customer reported because the stent was returned fully covered and undeployed. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the stent did not fully release from the delivery system. The stent was removed from the patient using forceps, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the stent did not fully release from the delivery system. The stent was removed from the patient using forceps, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.